Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was opened for use during a flexible ureterorenoscopy (furs) procedure performed on (B)(6) 2017. According to the complainant, the fiber snapped 10cm from the tip before the procedure. The device was not used and the procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. The fiber was returned broken in two pieces; piece one measures approximately 68cm from the connector to the break while piece two measures approximately 240cm from the break to the distal tip. There was no damage to the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damage was caused to the device during unpacking. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was opened for use during a flexible ureterorenoscopy (furs) procedure performed on (B)(6) according to the complainant, the fiber snapped 10cm from the tip before the procedure. The device was not used and the procedure was completed with a different device. The patient condition at the conclusion of the procedure was reported to be fine.